Event description:
New information received indicated that the rv lead was found to have no capture. Patient was asymptomatic and this was discovered in the clinic. Upon x-ray, it was noted that the lead dislodged from the apex and was no longer attached to ventricle. The lead was capped and a new rv lead was implanted on (B)(6) 2018. Patient was stable after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a sudden increase in ventricular capture thresholds were noted. No other electrical anomalies have been observed. Pocket manipulation and isometric exercises did not induce any abnormal behavior from the rv lead. No patient symptoms were reported. Programming changes were made.